Manufacturer narrative:
Evaluation begun but not complete.

Event description:
The device had a substance on its exterior during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device had a substance on its exterior during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.